Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the readings of the insulin pump. Customer states that the blood/sensor glucose readings are off. Customer also states that an alert occurred after initialization and calibration errors. The blood glucose reading is 218 mg/dl. Nothing further reported.